Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt suffered from open pilon fracture right and was treated by means of an external fixator on (B)(6) 2012. On (B)(6) 2012 the external fixator was removed and osteosynthesis of the right fibula with lcp recoplate 7 holes was completed. On (B)(6) 2012, open reduction and osteosynthesis with lcp distal tibial plate 3.5, anterolateral, of distal tibia right was completed. Ten weeks after the third surgery the pt suffered from a distortion in the right ankle and complained about pain. On the x-rays the fracture of the plate was noticed. The lcp distal tibia plate was removed on (B)(6) 2012. It is not known what the pt was revised to. No further info available.

Manufacturer narrative:
Mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device was used for treatment. Investigation coordinated by synthes (B)(4). Report received indicates the breakage of the plate occurred at the fourth, distal plate hole (not occupied by a screw) in the zone of the bone fracture. The fracture surfaces of the lcp tibia plate were investigated by scanning electron microscope (sem). The dimensions were checked using a sliding caliper. The examination of the raw-material inspection sheets and the manufacturing papers shows that the chemical composition, microstructure and mechanical properties of the lcp tibia plate are in compliance with the international standards. The dimensions of the plate (as far as measurable) were checked. Based on the topography of the fracture surfaces we assume that axial and dominant dynamic bending loads led to the fatigue of the investigated lcp. The implant had to absorb and neutralize forced that have been greater than the tolerable load. Postoperative activities of the patient may have played a role also.